Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: what color cartridges were used throughout sleeve? Green yellow blue. What was the estimated blood loss? Don¿t know. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Were any issues noted with device intraoperatively to include staple form? No. Were any blood products required? No. Were any issues noted with device intraoperatively? No. What was done during the reoperation? Don¿t know. What is the current patient status? It¿s ok and in his house. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent sleeve surgery on 09/15 and today we discovered that the patient had to be reoperated because the last or the penultimate shot was bleeding.